Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
Procedure: gastrointestinal. According to the reporter: surgeon advised that the stapler jammed. Patient impact: incision expanded in the stomach and jejunum. Patient is currently in recovery. Procedure completed with a different device.